Manufacturer narrative:
This product was received and tested by technical services and they confirmed that the baton didn't produce an image and the led was blinking intermittently. No repair was available, the baton was replaced and the returned device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton was not displaying an image on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.